Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.

Event description:
Customer reported receiving a button error alarm during bolus. Customer reported removing the battery, and the insulin pump returned another button error alarm. Blood glucose level was 147.6 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.